Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving morphine (7.5 mg/ml at 2.2526 mg/day), clonidine (5.0 mcg/ml at 1.5017 mcg/day), and prialt (2.0 mcg/ml at 0.6007 mcg/day) via an implantable pump for an unknown indication for use. It was reported motor stall occurred on (B)(6) 2019 at 10 pm. The pump was interrogated and reprogrammed on (B)(6) 2019, but was still stalled and did not restart. The patient felt symptom return. The pump was replaced on (B)(6) 2019. Regarding contributing factors, the patient stated they fell off a ladder about six months prior. The issue was resolved. The pump would be returned. The patient status was alive - no injury. Further complications were not reported or anticipated. A pump session report from an interrogation on (B)(6) 2019 at 12:24 was provided, indicating the pump had been in a state of motor stall/tube set for 62 hours and 22 minutes. The report indicated motor stall occurred on (B)(6) 2019 at 22:03 and tube set occurred on (B)(6) 2019 at 22:03. No recovery was noted.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.